Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Clinic reports that, after being primed, a dialyzer leaked on the arterial side (top header). All lines were secured. The machine alarmed and treatment was immediately stopped. Estimated blood loss was 240cc's. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the mgr for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.